Event description:
A 5fr cordis sheath failed while removing the guide wire. The physician was unable to remove the sheath from the pt at bedside. The pt had to go into surgery to remove all the pieces. (5fr cordis sheath lot no. 30393744 exp. 1996-03).